Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes were discussed but not yet made. There were no patient consequences.